Event description:
A malfunction alarm was reported, indicated by the code malf 0, before which no notable events occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.